Event description:
This was reported as an arteriotomy closure of the right common femoral artery with a prostyle device after a thrombectomy procedure using an 8fr sheath. Reportedly, the angle was kept at 45-degree, and the plunger was pushed in; however, a cuff miss occurred as the suture was not attached when the plunger was removed. It is believed that insufficient pulling tension was applied. A new prostyle device was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
E1: (B)(6). The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.